Event description:
It was reported, the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Fuses were replaced and a connection was restored. The system was then found to be operating as intended.